Event description:
Device malfunction: none. Symptoms/ae: right retinal artery occlusion. Time of symptoms/ae: post the procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the patient experienced right eye peripheral vision loss of facial numbness. The patient was evaluated by an ophthalmologist and was diagnosed with a branch retinal artery occlusion of the right eye. CT scan results were negative for any intracranial edema or hemorrhage. There was no reported treatment. The patient's facial numbness resolved prior to discharge and the vision loss is continuing, unchanged. The patent was discharged to home three days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Neurological events and occlusion of the artery are known possible adverse events associated with the use of carotid stents as listed in the device instructions for use.